Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier select was removed from the packaging during prep and the stent struts were noticed to be damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be well and stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 12 x 3.00 mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal region with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier select was removed from the packaging during prep and the stent struts were noticed to be damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be well and stable following the procedure.